Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure (procedure unknown) on an unknown date, the screw heads broke. No further information is available at this time. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Initial manufacturer report number, 2520274-2013-02951, is incorrect. A review of the device history record has been requested. Placeholder.

Manufacturer narrative:
The devices were received and evaluated. Based on the topography of the fracture surface, it is concluded that screws were subjected to low to high dynamic loads (two-sided). Constantly alternating loads led to the fatigue of material. Then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force witch finally led to the material overload/fatigue failure. Postoperative activities of the patient and the defective position of the distal radius may have played a certain role in the reported event. This complaint is deemed invalid.